Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated, and the patient elected to continue using the implant. The device later stopped functioning; however, the patient chose not to pursue replacement at that time. Over time, the herniated reservoir began to cause pain, leading the patient to elect device replacement. During revision, an infection was identified, with purulence observed in the reservoir area along with associated device fluid loss. A separate abscess in the inguinal region, distinct from the reservoir purulence and possibly related to an unresolved hematoma, was also identified. As a result, the device was explanted and replaced with a malleable implant. No additional information was provided.